Event description:
Surgeon reports cataract surgery was uneventful. Several products were administered during the post-operative period for anti-inflammatory/anti-infective prohpylaxis on the 8th post-operative day the pt reported it was a little difficult to see and the surgeon diagnosed slight inflammation. Mydrin-m was administered. On the 9th post-operative day treatment with trivid and rinderon (1 gtt qid) was initiated. By the 13th day the vitreous opacity was severe and gentocin (0.5ml for 2 days. Subconjunctival) was administered. Approximately 1 week later the lens was explanted. No bacterial growth was observed from aqueous humor sample. The pt is reported to have recovered.